Event description:
A peritoneal dialysis (pd) patient's husband called (B)(6) customer service and advised that patient is allergic to paper/surgical tape and breaks out when using it. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).